Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Other relevant history: (B)(6) 2008: bilateral humerus fracture; 2008: two fractures set. Surgery: (B)(6) 2008. (B)(6) 2009: right humerus non-union- metallosis-received autologous bone graft. Surgery: (B)(6) 2009. (B)(6) 2011: bad fixation-varus deviation left humerus-removed dynamic compression plate-revised to philos. (B)(6) 2013: pain-left humerus non-union-rupture of osteosynthesis material. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional evaluation conducted by synthes approved third party. As received: cortex screw broke. The fracture characteristics (bending) are macroscopically visible. The screw heads of the cortex screws showed indications for a prolonged contact to plate holes or instability in a fracture situation. All of the screws broke due to alternating bending loads. A failure resulting from either a material defect of the manufacturing process can be excluded.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a patient, who was a soldier, suffered multiple gunshot wounds on (B)(6) 2008. These wounds caused a bilateral humerus fracture and was sent to (B)(6). That same year, the patient had two fractures set. In (B)(6) 2009, the patient was brought back to the operating room with a right humerus nonunion and a very acute reaction metallosis and had an autologous bone graft. On (B)(6) 2011, the patient returned to surgery with a bad fixation and more varus deviation in the left humerus. The surgeon removed the dynamic compression plate 4.5, taking care of the nonunion by correcting the varus placement of the graft autologous and fixing the philos plate. The patient returned to see the surgeon on (B)(6) 2013 complaining having pain for three days. A radiograph was taken and showed the left humerus nonunion and rupture of the osteosynthesis material. On (B)(6) 2014 during surgery, metallosis was evident. The osteosynthesis material was removed and the broken plate and broken screws were discovered and removed. The nonunion was repaired and fixed with a 4.5 locking compression plate of 8 holes, screws and a bone graft using type 0.5 cc demineralized bone matrix (dbx) putty. This report is on a cortical screw . This is 4 of 5 reports for (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.